Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported that the back of the battery was cracked. The customer¿s blood glucose level was 5.2 mmol/l. Customer states the insulin pump has cosmetic damage. Customer states they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.